Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device changeout. Upon interrogation, the right atrial lead exhibited noise. The lead was capped and replaced. The patient was doing well post operation and would continue to be monitored.